Event description:
A customer had a problem with the 25 x 1 hypodermic needle. The customer reports "while injecting the needle became detached in pt's thigh. The doctor was able to remove the needle.